Manufacturer narrative:
In reviewing the initial MDR, it was noticed that the patient's age was inadvertently not included; therefore, it is captured in this supplemental report. Section a2: age: 79 years. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2: age and date of birth: unknown; requested but not provided. Section a3a: sex: unknown; requested but not provided. Section a3b: gender: unknown; requested but not provided. Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d4: serial number: unknown; requested but not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: no further investigation can be completed, as the serial number is unknown. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced poor contrast sensitivity during the post-surgical follow-up visit after implantation of the preloaded multifocal intraocular lens (iol). The surgeon immediately did a yttrium aluminum garnet (yag) posterior capsulotomy and scheduled a follow-up for another contrast. Functional acuity was 20/100 for the right eye (od) and 20/100 for the left eye (os). Standard acuity was od 20/20-1 and os 20/15, best corrected visual acuity (bcva). No further information was provided. This report is to capture the right eye event. A separate report is being submitted to capture the left eye event.